Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to fracture. The lead will not be returned. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
--

Manufacturer narrative:
This lead has been returned for analysis. Upon detailed analysis this event will be updated.

Manufacturer narrative:
Additional information provided noted that prior to explanting, the lead interrogating the device noted low impedances.

Manufacturer narrative:
Additional information with the correct model/serial for the rv lead.

Manufacturer narrative:
Upon receipt at our post quality assurance laboratory the complete lead was returned. The clinical observations were confirmed. The anode conductor coil was fractured 305mm from the terminal pin along with the insulation being damaged 275-310mm from the terminal pin. Laboratory analysis concluded that due to the location and the type of damage noted on the lead this was likely caused by entrapment in the clavicle/first rib region.